Event description:
A malfunction was reported on the pump, identified by malfunction code malf 12. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support to reset the malfunction code on the pump, and the code did not recur after resetting. Customer was advised to continue using the pump and to call back if the malfunction code recurs.